Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. According to the patient, he experienced a detached sensor wire which occurred an unspecified day after the sensor had been inserted in the arm. On the day of the event, while removing the sensor the patient experienced pain and noticed that the wire was missing and remained stuck in the patient¿s arm. The patient went to the municipal hospital to have the sensor wire surgically removed. Diagnostic imaging was not performed, and it was specified that no anesthesia was given. The patient did not get stitches and was discharged on that same day. No medication was given post-procedure. The patient had a small scar from sensor wire removal. At the time of the report, the patient was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.